Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received erroneous results when testing with coaguchek inrange meter serial number (B)(4). A sample from this patient was tested in the laboratory using the stago neoplastin cl plus method, resulting with a value of 2.6 inr. Within three hours, a sample from the patient was tested using the meter, resulting with a value of 3.8 inr. On (B)(6) 2019, a sample from the patient was tested in the laboratory using the stago neoplastin cl plus method, resulting with a value of 4.6 inr. Within three hours, a sample from the patient was tested using the meter, resulting with a value of 6.8 inr. On (B)(6) 2019, a sample from the patient was tested in the laboratory using the stago neoplastin cl plus method, resulting with a value of 3.8 inr. Within three hours, a sample from the patient was tested using the meter, resulting with a value of 5.6 inr. A sample from the patient was tested in the laboratory using the stago neoplastin cl plus method, resulting with a value of 4.3 inr. Within three hours, a sample from the patient was tested using the meter, resulting with a value of 6.9 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 4 inr. Relevant retention test strips (lot 361438) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The reporters remaining test strips were provided for investigation where they were tested using a retention meter and retention controls. The test strips and vial showed no defects. Testing results (qc range = 2,3 - 2.9 inr): qc 1 = 2.6 inr, qc 2 = 2.5 inr, qc 3 = 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.